Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous consumer report with supplemental information provided by a nurse from the USA of staphylococcus throughout his body and peritonitis with culture positive for staphylococcus aureus in a patient coincident with dianeal pd4 ultrabag therapy for peritoneal dialysis (pd). On an unreported date in 2012, dianeal therapy was withdrawn. During a call with baxter customer service, the following was reported. On an unreported date, the patient had surgery for catheter placement. The patient was diagnosed with staphylococcus throughout his body, which resulted in peritonitis. On (B)(6) 2012, the patient experienced and was hospitalized for peritonitis. Treatment was not reported. The outcome of the peritonitis was unknown.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). The complaint was not confirmed. No device malfunction or use error was identified.